Event description:
It was reported that the patient presented for remote follow-up via merlin.net with inappropriate shock delivered by the implantable cardioverter defibrillator. The shock was caused by under-sensing on the atrial channel which caused the rhythm to be misdiagnosed. Subsequent programming interventions were made in-clinic. The patient was stable.